Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that the backlight and ok button were requiring multiple presses for a response. The patient reportedly wore the pump in a pocket. The patient denied trauma to the pump. No further information was captured from the patient. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast buttons were intermittently unresponsive. The up and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.